Event description:
It was reported the subject device had an error display e216 (scope communication error). The issue was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: video connector broken. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had an error display e216 (scope communication error). The issue was identified, during preparation for use. For an unspecified procedure. There were no reports of patient harm.